Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 9 months, it was reported that the ICD was eri. Several shock charges and some shock deliveries were recorded. Interference signals could be found in the rv and ff channel in the iegm memory. The ICD and the lead were explanted in the context of the heart valve op. The date of implant was not provided.